Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the event occurred in the right common femoral artery where the involved angio-seal device 6fr sheath was placed. No harm was done to the patient, and the case was a success. At the end of the procedure, an angio-seal device was attempted for hemostasis at the access site. The femoral sheath was exchanged for the angio-seal sheath without issues. The angio-seal device was then inserted, and the anchor was set. However, as the device was drawn back to engage the anchor with the intraluminal wall, the entire device came out of the site. Manual pressure was applied to achieve hemostasis. Upon examination on the back table, it appeared that the anchor never exited the distal tip of the sheath. The anchor and collagen were safely housed in the angio-seal sheath. The patient is stable with no blood loss.